Event description:
On (B)(6)2006 - original surgery in which competitive products were implanted in the c45, c56, & c67 locations. On (B)(6)2009 - pt returns to operating room. The surgeon performed anterior cervical discectomy fusion at the c56, c67 & c7t1 using the trestle plating system. No irregularities were reported at the time of the surgery. On (B)(6)2010 - surgeon reported that the pt was lying in bed, turned his neck and heard a pop. A scan/x-ray revealed to the surgeon that two screws had been broken at the c5 location.

Manufacturer narrative:
Revision surgery will be required to remove both broken screws. The date has not yet been scheduled. Evaluation not possible. Suspect device has not been returned. The supplied IFU state, in postoperative management #(B)(4); the trestle anterior cervical plating system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices which are not removed after serving their intended purpose may bend, dislocate or break and/or cause corrosion, localized tissue reaction, pain, infection and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.